Manufacturer narrative:
Additional information was received that the patient does not need the revision. It was also reported that the stimulator has been reset and it was now working well.

Event description:
Report was received that the patient's ipg was no longer charging. The patient will undergo an ipg replacement procedure.

Event description:
Report was received that the patient's ipg was no longer charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient will proceed with the ipg replacement procedure per physician preference for device upgrade. No device malfunction was suspected.

Event description:
Report was received that the patient's ipg was no longer charging. The patient will undergo an ipg replacement procedure.